Event description:
The customer observed imprecision on the architect c8000 analyzer. An initial calcium result of 2.9 mmol/l retested at 1.0 mmol/l. No adverse impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
An abbott field service representative (fsr) was dispatched and adjusted the mixer and pipettor washes on the architect c8000 analyzer. The fsr indicated that the issue was resolved and the analyzer was performing according to specifications. The architect system operations manual contains a list of the probable causes and corrective actions for erratic results, poor precision - photometric results (c system) as well as for elevated concentration - photometric results single assay (c system). A review of complaint tracking and trending data did not identify an adverse or non-statistical trend or product issue associated with this issue. Based on the available information, a deficiency of the system was not identified.